Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. Visual examination of the provided pictures identified a piece has fractured off an articular surface. Review of the DHR for deviations and/or anomalies identified the following related anomalies/deviations, one piece scrapped for common cause cosmetics, which could be related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00597206632 - all poly patella standard size 32 mm diameter 8.5 mm thickness for cemented use only - 61815881. 00598005701 - stemmed tibial component precoat size 7 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 61692363. 00596401551 - femoral component option size e left compatible with lps-flex prolong - 60817198 . 3325040 - depuy cmy 2 gentamicin bone cement - 3260948. Report source: foreign country: (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial surgery. Subsequently, the patient underwent a revision surgery approximately 10 years later as the central peg of the articular surface seems to have fractured. Attempts have been made and no further information has been provided.